Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, the distal end of the guidewire was broken inside the patient . An unspecified adverse event to the patient was reported. No further details were provided.